Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
A (B)(6) male patient in the zenith iliac branch system clinical study was noted to have thrombosis in the right external iliac leg graft (same side as the branch graft) 1672 days post procedure. On (B)(6) 2011, the patient received the following devices: branch graft: zbis-12-61-58 (another manufacturer's) 24mm x 96mm zenith aaa main body 16mm x 73mm iliac leg graft (same side as branch right). 24mm x 39mm iliac leg graft (opposite side branch left). Connection stent: zccs-80-10-40 there was no difficulty deploying any of the devices. No additional procedures were performed. A molding balloon was used without difficulty. Post stent dilatation was not performed. Post procedure angiography revealed patent devices with no endoleaks or kinks. The patient was discharged from the hospital on (B)(6) 2011 (3 days pp). On the 1 mo, 6 mo, 12 mo, 2 yr, 3 yr, and 4 yr follow-up imaging, the core lab identified a kink in the right external iliac artery, but the devices remained patent. On (B)(6) 2015 (1672 days pp), the patient was found to have a persistent kink in the right iliac graft and thrombosis in the right external iliac artery (same side as the branch graft). On (B)(6) 2015 (1676 days pp), the patient was treated with thrombolysis, angioplasty, and stent placement. Following the secondary intervention, the patient was discharged from the hospital on (B)(6) 2015 (35 days pp). No other information has been received.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, instructions for use (IFU), manufacturing instructions and trends was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: for kink grafts: section 11.1.12 molding balloon insertion. Final angiogram: confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheath, wires and catheters. Section 12: imaging guidelines and postoperative follow-up. The 12.3 abdominal radiographs: ensure that the device is captured on each singe image format lengthwise. If there is any concern about the device integrity (e.g. Kinking, stent breaks, barb separation, relative component migration), it is recommended to use magnified views. The attending physician should evaluate films for device integrity (entire device length including components) using 2-4x magnification visual aid. For thrombus section 5.2 potential adverse effects adverse events that may occur and /or require intervention include but are not limited to: -arterial or venous thrombosis and/or pseudo aneurysm. Complaint is about zenith flex aaa endovascular graft iliac leg, lot 2481041. The patient showed a persistent kink in the right iliac graft and thrombosis in the right external iliac artery (1672 days) post-procedure. The most likely cause for this event was identified as related to anatomical changes over time experienced by the patient. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. Complaint sample evaluation was not performed since no product or imaging was returned to assist with this investigation. If the complaint device becomes available for investigation, the device will be evaluated and the file will be updated at that time. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. The device was released after meeting met the established acceptance criteria. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
A (B)(6) male patient in the zenith iliac branch system clinical study was noted to have thrombosis in the right external iliac leg graft (same side as the branch graft) 1672 days post procedure. On (B)(6) 2011, the patient received the following devices: branch graft: zbis-12-61-58 (another manufacturer's). The 24mm x 96mm zenith aaa main body. The 16mm x 73mm iliac leg graft (same side as branch right). The 24mm x 39mm iliac leg graft (opposite side branch left). Connection stent: zccs-80-10-40. There was no difficulty deploying any of the devices. No additional procedures were performed. A molding balloon was used without difficulty. Post stent dilatation was not performed. Post procedure angiography revealed patent devices with no endoleaks or kinks. The patient was discharged from the hospital on (B)(6) 2011 (3 days pp). On the 1 mo, 6 mo, 12 mo, 2 yr, 3 yr, and 4 yr follow-up imaging, the core lab identified a kink in the right external iliac artery, but the devices remained patent. On (B)(6) 2015 (1672 days pp), the patient was found to have a persistent kink in the right iliac graft and thrombosis in the right external iliac artery (same side as the branch graft). On (B)(6) 2015 (1676 days pp), the patient was treated with thrombolysis, angioplasty, and stent placement. Following the secondary intervention, the patient was discharged from the hospital on (B)(6) 2015 (35 days pp). No other information has been received.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, trends, quality control, and imaging review of the device was conducted during the investigation. Imaging review- impression: 1. The right limb kinking at the zbis bridging stent junction resulted in progressive right limb mural thrombus formation that was eliminated by thrombolysis and additional self-expanding bare metal stent implantation across the kink. The kink was primarily the result of 5mm endograft settling. 2. Because the additional mural thrombus proximal and distal to the kink occurred after the kink and did not recur after kink elimination, these foci of thrombus formed secondary to the kink. 3. Although the right limb was severely narrowed, it never occluded. 4. The left limb expanded to its design diameter in the left cia zone. The expansion occurred during the first three years. Limb diameter was stable from years three through five. 5. Significant findings relative to the patient's anatomy were not observed. 6. Significant findings relative to the disease state were not observed. 7. Significant findings relative to the use of the device were not observed. 8. Significant findings relative to the design or performance of the device were observed. The right limb kinked at the zbis bridging stent junction. The kink was at least, in part, secondary to 5mm of main body settling. 9. Cause of adverse events was not observed. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure. Adverse events that may occur and /or require intervention include but are not limited to arterial or venous thrombosis and/or pseudo aneurysm. A "after endovascular graft placement, patients should be should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. All patients should be monitored closely and checked periodically for change in the condition of their disease and the integrity of the endoprosthesis." "Patients with poor outflow or a hypercoagulable state may be at an increased risk of a thromboembolic effect". Imaging review results indicate that there was an increase in the right limb angle at the bridging stent zbis junction from 58 degrees to 87 degrees over the four year period. In addition, there was a 5 millimeter (mm) inferior main body settling, resulting in a kink in the right limb at the zbis bridging stent junction. The kink in the right external iliac artery likely caused movement of the iliac graft in the main body resulting in 5mm inferior main body settling and in turn kink of the right limb and zbis junction. Furthermore, the kink in the graft narrowed the lumen which resulted in right limb mural thrombus formation. Additionally this patient had a current history of smoking which likely contributed to thrombus development. The IFU warns there is an increased risk of thrombus formation for patients with a history of smoking, poor outflow and/or hypercoagulable state. Based on the information provided, imaging review and results of the investigation the most likely root cause of the reported event may be related to the patient's medical history (smoking) and anatomical changes experienced over time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.